Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator snare was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the electrocautery did not work when activated. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.